Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-n, serial/lot #: (B)(4), (B)(6), (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis could be completed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. The valve was deployed, and dislodged. Fluoroscopy indicated that the inflow of the valve was bent due to calcification of the valve leaflets. Ultrasound indicated that the valve retracted to the annulus, however severe paravalvular leak (pvl) was noted. A bav was performed and trace pvl was noted. Hypotension occurred, and it was noted that the right coronary artery was occluded. Per the physician, the coronary artery occlusion occurred due to a slight shift in the valve position during bav. The valve was snared into the ascending aorta and blood pressure returned to normal. A new delivery catheter system (dcs) was used for attempted implant of a second valve, but was unable to be advanced past the first valve. The position of the first valve was shifted slightly downward and an attempt was made to pass the dcs while applying tension to the guidewire and snare. Hypotension occurred, and an ascending aortic dissection and perforation were noted. Subsequently, thoracotomy was performed, and it was noted that the aorta was dissected and perforated by the frame of the valve with a possibility of dissection/perforation extending into the descending aorta. One day after implant, cerebral infarction occurred. Per the physician, cerebral infarction was caused by maneuvering of the guidewire while the valve was being snared. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that an emergent ascending aorta and aortic valve replacement were performed. In regards to the previously reported cerebral infarction, generalized ankylosis clonic spasm had developed and the cerebral infarct was confirmed by computerized tomography (CT) scan. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received and inadvertently left off of the initial medwatch indicating the guidewire used which reportedly caused the cerebral vascular accident was a non-medtronic guidewire. Conclusion: no device was returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The images submitted for review showed the valve was initially implanted very high and confirmed questionable infolding at the inflow portion of the valve, which was resolved following a post-implant balloon aortic valvuloplasty (bav). Images also confirmed the right coronary artery was no longer seen following the post-implant bav. The images could not confirm or deny an aortic dissection or a cerebral infarction occurred one day following the valve implant procedure. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, etc. Dislodge events are typically not related to a device malfunction. During either the loading or recapture process, the valve struts may cross over and catch on each other while being compressed, which can cause infolding. Potential causes for paravalvular leak (pvl) include a variety of factors such as valve positioning, patient anatomy, or presence of pre-existing patient conditions. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. However, in this case, the hypotension may have been the result of the reported positioning of the valve when the valve as it shifted during the bav. The use of a snare is not recommended per the device IFU as it can result in aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction including device malposition, embolization, stroke, and/or emergent surgery. A variety of factors can influence the onset of stroke; it is a known potential adverse effect per device IFU. This event does not indicate device misuse or malfunction. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that three days after valve implant, an electrocardiogram (ECG) indicated atrioventricular block. Subsequently, six days after valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.  Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.